Manufacturer narrative:
H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c20: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of partial deployment with stuck deployment line is consistent with the findings of inability to deploy with traction at the knob during engineering evaluation. The root cause of the stuck deployment line could not be established with the available information. The root cause of the obstruction in catheter when inserting guidewire could not be established with the available information. The root cause of the other observed damage is consistent with device withdrawal or other manipulation during procedure.

Event description:
The following was reported to gore: prior to implant of the gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device), the femoral bifurcation was surgically exposed to perform a profundoplasty. It was reported there was a pre-existing bare metal stent in the popliteal artery. The target treatment area was pre-dilated. From an antegrade surgical access, the viabahn device was inserted for implant in the popliteal artery. After the viabahn device reached the treatment area deployment was started. The deployment line unraveled about 2cm, then became stuck. The physician tried several methods to continue deployment but this was not possible. The constrained device was removed through the surgically exposed femoral artery. Another same-sized viabahn device was implanted with no issues. As reported, there were no anatomical or mechanical difficulties that could have caused any damage to the viabahn device. The patient did not experience any adverse consequences due to the first viabahn device non-deployment.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.